Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for routine pulse generator replacement. Device interrogation prior to the procedure revealed intermittent capture and insulation breach on the right ventricular lead. The right ventricular lead was explanted and replaced. Patient condition was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of breach in insulation and intermittent capture were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.